Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23jan2020.

Event description:
The customer reported that the customer reported that the fio2 is not functioning and self-test error. But the field service engineer (fse) found that the touch screen is not functioning. The fse verified the reported problem. Since the touch screen is not functioning, other reported problems could not be addressed. The customer reported that the unit was not in use on a patient. The fse replaced the touch screen and the issue is corrected. No other issues were found.